Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt's trunk cable connector was missing. The cause for the detached trunk cable connector was unable to be positively determined, but was likely a damaged connector. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) was missing it's trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.